Event description:
Information was received from a healthcare provider regarding a patient receiving morphine and clonidine dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. The healthcare provider reported the patient missed a refill. Per the healthcare provider, the patient¿s physician would not fill the patient unless the patient has (B)(6). The healthcare provider called multiple physicians and they do not take the patient¿s insurance. The patient was not in withdrawals at this time but was worried she would go into withdrawals. On 2009-oct-19 additional information was received and the patient was upset as they could not find a physician to refill their pump. On 2009-nov-08 it was reported that the patient was seeing a physician and was in good hands. Additional information received on 2017-feb-22 reported that the last time the patient¿s pump was refilled was (B)(6) 2009 and the patient couldn¿t¿ get it refilled anymore because the patient couldn¿t find a local managing healthcare provider to do it. Their prior managing healthcare provider stated they couldn¿t do it anymore and the patient would need to find someone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.